Manufacturer narrative:
No patient information provided as no patient was involved at the time of this event. No parts have been received by the manufacturer for evaluation. On 17-nov-2016, a medtronic representative followed up with the site. After walking the customer through re-booting the system, a system checkout was performed. The mechanical test, imaging test and safety inspection all passed; verified system was functioning as intended.

Event description:
A site representative reported that when the imaging system was turned on prior to a case, it would not boot up fully and the pendant displayed the message, "error initializing collimator." After re-starting the system, it booted up properly and functioned normally. This issue was discovered outside of surgery, no patient was present.